Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection. No other patient symptoms were reported.

Event description:
New information notes the pulse generator was explanted and returned.